Event description:
As reported by the end user in (B)(6), while preparing for a procedure, the technician noticed foreign matter in the chamber of the contrast control squeeze. The reported defective device was set aside to be returned to the MFR for evaluation. As the foreign matter was noticed during prep, there was no contact with the pt; hence, there was no harm to the pt.

Manufacturer narrative:
The reported defective device has been received for evaluation. An investigation into the reported event is being conducted. Upon completion of the investigation, a follow-up medwatch will be submitted. (B)(4).